Event description:
The customer called to report a false negative test results on tango optimo during validation. The antibody missed was an anti-e for two samples. For one sample, the test result on tango optimo was negative when it yielded a 1+ reaction in the gel method and an extremely weak + using the peg method. The second sample was also negative on tango. It yielded a 1+ reaction in the gel method and a strong 1+ in peg. So both of these samples expressed only a weak reaction with different test methods than the tango. An inspection of the affected tango optimo gave no indication for an instrument malfunction. The patient samples that had caused false negative test results were sent to us for quality control, but none of the supposedly defective product was returned. Therefore, our quality control laboratory tested the samples with the retained sample of anti-human globulin anti-igg solidscreen ii and the affected lot of biotestcell 3 on tango. The samples reacted negatively. The samples were also tested in the 3-phase tube test. One of the two samples yielded a +/- respectively one time a 1+ positive reaction. Furthermore, the samples were tested in the gel method and did not yield a positive reaction. The samples were also tested in tube technique with the enhancement medium polyethylene glycol (peg). In this method, the samples reacted weakly positive. Moreover, the samples were tested in the tube technique with the enhancement of the enzyme bromelin, both samples did not yield a positive reaction. The affected reagents were tested with different weak reacting controls and samples. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing of the samples confirmed the antibodies' weakness. Regarding the detection of weak antibodies there is a notice in the instruction for use: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies." Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident